Manufacturer narrative:
The manufacturing records were reviewed, and no non-conformities were found. The device was not returned.

Event description:
It was reported to nevro that the physician had difficulties placing the leads due to the patient¿s anatomy. Due to the extended time from placing the leads, the patient experienced bradycardia during the procedure and the procedure was stopped. The patient has recovered without sequalae and plans to get implanted in the future.